Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. The customer¿s current blood glucose level was 285 mg/dl. The customer did not provide information about symptoms and treatment. Auto mode shield is not displayed on the home screen. The sensor glucose value was 267 mg/dl. The customer declined troubleshooting for low blood glucose value. The insulin pump will not be returned for analysis.